Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. The patient reported the cannula was not inserted correctly and bent into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated and bent while wearing it on the arm. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula did not measure the correct full length according to specification. The exposed portion of the soft cannula was noted to have a kink, was found to be flattened and slightly elongated, measuring 1.068 inches long. Despite the damage, fluid was able to travel through the complete fluid path and out the distal tip of the soft cannula. No other evidence of any damage or manufacturing deficiencies were found that would result in the device failing to deliver insulin. It could not be conclusively determined if the cannula was improperly inserted at the infusion site.